Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to another device (onetouch ultra2). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at an unknown date at the beginning of (B)(6) 2015 in the morning. The patient reported obtaining blood glucose readings of "138 and 200 mg/dl" with the subject meter and "101 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient informed the csr that she manages her diabetes with oral medication, diet and exercise and claimed she continued to follow her usual diabetes management regimen of metformin 500mg once every morning in response to the elevated results. The patient denied developing any symptoms as a result of the alleged issue however she reported contacting her health care professional (hcp) for advice on (B)(6) 2015. The patient claimed she received an email reply from her hcp within 48 hours and was advised not to worry as long as her readings are under 250mg/dl. The patient reported that her blood glucose was tested on another device on (B)(6) 2015 and a result of "101 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr documented that the patient was using the incorrect testing process by only partially inserting the test strip. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.